Event description:
It was reported that during a catheterization laboratory balloon insertion prior to surgery, the intra-aortic balloon was prepped and inserted without difficulty under fluoro. The balloon would not fully inflate due to a "kink" in the balloon. The balloon was removed and a second catheter obtained (same type), inserted and inflated without further difficulty. There were no reported patient complications.